Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The service history was reviewed, and no prior data was found. A device history record (DHR) was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 47 reports, regarding 47 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: < 5 bar/73 psi; if insufflation is started, the warning message ¿change gas bottle!¿ is displayed and acoustic signals (beeps) are emitted. The gas bottle should be changed immediately. If insufflation is stopped, the warning message ¿change gas bottle!¿ is displayed and insufflation cannot be restarted. Smoke evacuation level will switch to low until tank is replaced. While in airseal mode, a countdown of 100 s is displayed during which the empty gas bottle can be changed while maintaining abdominal pressure. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 during a robot-assisted rectal resection and ¿even when the gas cylinder was full, the airseal gas residual pressure display was 0, and the countdown started and the pneumoperitoneum stopped twice during surgery. When the surgeon turned the device back on, it was able to be used again, but the same event occurred again after a certain period of operation.¿ it was confirmed ¿the pneumoperitoneum had suddenly lost.¿ there was no impact or injury to the patient. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of their customer that the device as-ifs1, airseal ifs, 120v was being used on (B)(6) 2025 during a robot-assisted rectal resection and ¿even when the gas cylinder was full, the airseal gas residual pressure display was 0, and the countdown started and the pneumoperitoneum stopped twice during surgery. When the surgeon turned the device back on, it was able to be used again, but the same event occurred again after a certain period of operation.¿ it was confirmed ¿the pneumoperitoneum had suddenly lost.¿ there was no impact or injury to the patient. The procedure was completed with an alternate same device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.